Event description:
It was reported when using the bd pyxis medstation system had a blank screen and was offline on the remote support service, causing a delay to the patient's care. No other information was released regarding this event. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine would immediately shut down upon attempting to power on. A field service engineer tested each drawer, revealing that the device would power off when drawer 4.2 was connected. The retractor band and row board cable appeared to be intact. After replacing the drawer board, the station was successfully powered on and remained operational, effectively resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.